Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor was not working this afternoon, and when the customer removed the sensor from their body the cannula was missing. The patient's blood glucose at the time of incident is unknown. The sensor was inspected but the cannula was not located inside of the sensor's base or anywhere else. The sensor was not returned for analysis.